Manufacturer narrative:
A partial lead with the distal tip measuring 52.0cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
New information received notes that prior to the procedure, dislodgement and fracture were observed.

Event description:
The lead was explanted and replaced.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented in-clinic after receiving an alert for high, out of range high voltage lead impedance. The lead was capped and replaced on (B)(6) 2016. There were no adverse consequences before or after the case.